Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was noted to be severely kinked/bent. The main coil was found to be severely stretched and fractured. The functional testing for the returned device was not performed due to the device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During the analysis, it was found that the main coil delivery wire noted to be severely kinked/bent. The main coil was found severely stretched and broken/fractured. The as reported coil in catheter friction and main coil failed/unable to detach could not be confirmed; however, the analysis results are consistent with the reported event. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. Therefore, an assignable cause of procedural factors will be assigned to as reported ar/as analyzed aa, 'main coil stretched' as well as to as analyzed aa, 'main coil broken fractured during use'. An assignable cause of handling damage will be assigned to the as analyzed event of coil delivery wire kinked/bent as it is most likely that the delivery wire kinked due to handling of the device during use.

Event description:
Analysis of the returned device found that the subject coil was fractured during use. There were no clinical consequences to the patient reported as a result of this event.